Manufacturer narrative:
An event of device deformation were reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 8 mm amplatzer vascular plug ii was selected for implant. During the implant procedure, the device was unable to advance/deploy. The device was removed and replaced with a 10 mm amplatzer vascular plug ii. The replacement device was positioned, but when deployed, appeared to become twisted and contorted. The device was snared out to resolve the event. No additional information was provided.